Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the backup controller was checked and they noticed that the time and date were not set and had reverted to default settings. The controller was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Analysis of the log files also revealed that the controller was likely the backup controller. Failure analysis of the returned device revealed that the device passed visual examination and functional testing; the real time clock (rtc) on the controller was found reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. As a result, the most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock battery to deplete. If information is provided in the future, a supplemental report will be issued.